Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a vascular procedure the catheter tip detached within the patient. The foreign body was successfully externalized by the attending clinician. No additional consequences to report.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.